Event description:
It was observed that during the device evaluation, the subject device had foreign material on air water cylinder, air water tube and foreign objects had come out of the distal end. There had been no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.